Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced hyphema postop week one. The hyphema was approximately 20% of the anterior chamber (ac). The surgeon believes the device has migrated slightly into the ac. Additional information received reports the doctor will monitor the patient; the patient possibly rubbed their eye after they left the office.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema and migration; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. It is not clear whether the device actually moved, or whether the physician's perception of device position relative to other anatomical landmarks was affected by the presence of the postoperative hyphema; therefore, no root cause can be established. There is no mention of system failure. A possible root cause is that device malposition or movement, and postoperative hyphema are established risks associated with use of the system that are clearly specified in product labeling. (B)(4).